Event description:
It was reported that during a lithotrypsy procedure, the fiber broke. The procedure was completed with another fiber and there were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported forward firing event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a treatment procedure, the fiber broke. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the type of product, type of procedure, procedure outcome to date, despite good faith efforts.